Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation stopped and the device could not be interrogated. It was reported that the battery depleted earlier than normal. Previous stimulators had lasted three years; this one lasted less than two years. There was no known accident or incident related to the event. The patient stated they never adjusted the amplitude. The stimulator was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.